Event description:
Follow-up identified stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reported he was unable to locate the ipg with the charging system. The patient has been without stimulation for approximately two weeks. The programmer displayed an error message upon interrogation. It is unknown when the patient last successfully charged the ipg. Subsequently, surgical intervention was undertaken to explant and replace the ipg.